Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was completely broken over the weekend. Customer stated that she woke up in the middle of the night and something was scratching her. Customer turned on the light and the edge of the reservoir was broken. Customer's blood glucose was 79 mg/dl at the time of the incident. Customer stated that there were cracks and chipping on the reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked case at the reservoir tube window corners and cracked battery tube threads.